Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10043.

Event description:
The sales rep reported via phone that the pin on his anteromedial offset aimer, 4.5mm was eating the metal off the guide during an acl procedure. The surgeon pulled another one to use and the same problem occurred. The case was completed with a competitor device. There were no patient consequences but a 10 minute delay was reported. The sales rep was unable to provide a lot number and stated that the device was discarded and not available for return. The sales rep was not present for the case and could not provide any more details. Additional information received via phone on 01/20/2017 from the sales rep that the complaint device produced metal shavings in the patient. The sales rep stated that all the shavings were removed using a shaver.